Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the axiem external cable was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the axiem external cable insulation had a small cut and the wires were exposed. There was no patient present at the time of the issue.

Manufacturer narrative:
Additional information: a medtronic representative reported that the damage was a minor cut on the outer insulation and that no inner cables were exposed.